Event description:
The suture was used during CABG. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was able to retrieve the needle and applied another suture to complete the procedure. The hosp has reported no pt injury occurred.